Event description:
It was reported that the patient, implanted in 1998, can no longer hear with his ci since (B)(6) 2013. On attaching the coil the patient had sound perception for a few seconds, after that the implant was not functional anymore. The patient had an impact on his head approximately 3 weeks ago, but no device malfunction could be confirmed directly after this impact.

Manufacturer narrative:
The device has not explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.